Event description:
It was not possible to couple the pe 8 mm insert with the fix cemented tibial tray. A new 9 mm insert was used, but the same problem occurred. Eventually, the surgeon was able to seat the liner. Delay 20 min, tot surgery 90 min. No recut needed.

Manufacturer narrative:
Batch review performed on 06 jun 2025 (B)(4) items manufactured and released on 13-jan-2023. Expiration date: 2027-12-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: moto partial knee 02.18.tf3.lm tibial tray fix cemented s3 lm (k162084) lot. 2429905 batch review performed on 06 jun 2025. (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Visual inspection performed by r&d department: the posterior region of the insert's locking mechanism appears lightly damaged, exhibiting signs of bending and plastic deformation. The anterior elastic lip presents signs of plastic deformation with a negative shape compatible with the profile of the tibial tray. It is presumed that during the initial attempt to engage the insert with the baseplate, the insert may not have been properly aligned or seated within the tray. As a result, force applied during this attempt likely caused permanent damage to the locking feature, thereby preventing successful engagement in subsequent attempts. Based on the visual inspection, there is no indication that the incident was caused by a manufacturing defect or device malfunction. Root cause: although no root cause can be confirmed for this case, it is most likely that in the first attempts to fix the insert into the baseplate, the insert was not well positioned and became damaged, precluding the possibility to fix the insert in the following attempts. The investigation does not indicate a potential manufacturing related issue or systemic deficiency.